Event description:
Procedure: laparoscopic cholecystectomy reportedly, during the operation, the surgoen fired the clip, however it did not form properly. When operating, fired but the clip would not form properly. As the surgeon squeezed the handle, a metal part of the device along with the clip dropped into the patient's surgical cavity. All pieces were removed without difficulty. No patient injury reported.